Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was powering off during use. This complaint was classified based on the customer care advocate's (cca) documentation. The pt reported the meter was powering off during use; so, he was unable to use the meter since one day earlier at 3:40 p.m. After the reported issue, the pt reported having blurry eyes and a tingling in his feet. He did test on his back-up meter and obtained a result of 254 mg/dl. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged he was unable to test on his meter and subsequently suffered symptoms that are suggestive of high blood glucose.